Manufacturer narrative:
(B)(4) - no consequence or impact to patient. (B)(4) - no known device problem. Method: seven unused devices from the same lot number was received for evaluation and investigation. A visual inspection, flow rate accuracy test and pressure pot test was conducted with each sample. A review of the device history record (DHR) was performed. Results: pump#1 the pump was filled with 0.9% of saline to the nominal value of 270ml. Infusion was verified and the flow accuracy test was performed. After 20.25 hours of testing, the pump yielded a flow rate of 7.68ml/hr, which is below specifications with a +/-15% tolerance. The pressure pot was performed on the flow restrictor with the filter. The average bladder pressure used was 10.28psi. The flow restrictor yielded a flow rate of 7.30ml/hr, which is below specifications with a +/-15% tolerance. The pressure pot was performed on the flow restrictor again without the filter. The flow restrictor yielded a flow rate of 9.66ml/hr, which is within specifications with a +/-15% tolerance. Filters were visually inspected on microscope, no visual indicators of adhesive excess were found on the joints of the filters with the pvc tubing. Pump#2 the pump was filled with 0.9% of saline to the nominal value of 270ml. Infusion was verified and the flow accuracy test was performed. After 20.25 hours of testing, the pump yielded a flow rate of 7.80ml/hr, which is below specifications with a +/-15% tolerance. The pressure pot was performed on the flow restrictor with the filter. The average bladder pressure used was 10.28psi. The flow restrictor yielded a flow rate of 7.55ml/hr, which is below specifications with a +/-15% tolerance. The pressure pot was performed on the flow restrictor again without the filter. The flow restrictor yielded a flow rate of 9.11ml/hr, which is within specifications with a +/-15% tolerance. Filters were visually inspected on microscope, no visual indicators of adhesive excess were found on the joints of the filters with the pvc tubing. Pump#3 the pump was filled with 0.9% of saline to the nominal value of 270ml. Infusion was verified and the flow accuracy test was performed. After 20.25 hours of testing, the pump yielded a flow rate of 8.18ml/hr, which is below specifications with a +/-15% tolerance. The pressure pot was performed on the flow restrictor with the filter. The average bladder pressure used was 10.28psi. The flow restrictor yielded a flow rate of 7.95ml/hr, which is below specifications with a +/-15% tolerance. The pressure pot was performed on the flow restrictor again without the filter. The flow restrictor yielded a flow rate of 9.50ml/hr, which is within specifications with a +/-15% tolerance. Filters were visually inspected on microscope, no visual indicators of adhesive excess were found on the joints of the filters with the pvc tubing. Pump#4 the pump was filled with 0.9% of saline to the nominal value of 270ml. Infusion was verified and the flow accuracy test was performed. After 20.25 hours of testing, the pump yielded a flow rate of 9.45ml/hr, which is within specifications with a +/-15% tolerance. The pressure pot was performed on the flow restrictor with the filter. The average bladder pressure used was 10.28psi. The flow restrictor yielded a flow rate of 9.05ml/hr, which is within specifications with a +/-15% tolerance. Pump#5 the pump was filled with 0.9% of saline to the nominal value of 270ml. Infusion was verified and the flow accuracy test was performed. After 20.25 hours of testing, the pump yielded a flow rate of 8.42ml/hr, which is below specifications with a +/-15% tolerance. The pressure pot was performed on the flow restrictor with the filter. The average bladder pressure used was 10.28psi. The flow restrictor yielded a flow rate of 3.61ml/hr, which is below specifications with a +/-15% tolerance. The pressure pot was performed on the flow restrictor again without the filter. The flow restrictor yielded a flow rate of 9.81ml/hr, which is within specifications with a +/-15% tolerance. Filters were visually inspected on microscope, no visual indicators of adhesive excess were found on the joints of the filters with the pvc tubing. Pump#6 the pump was filled with 0.9% of saline to the nominal value of 270ml. Infusion was verified and the flow accuracy test was performed. After 20.25 hours of testing, the pump yielded a flow rate of 8.22ml/hr, which is below specifications with a +/-15% tolerance. The pressure pot was performed on the flow restrictor with the filter. The average bladder pressure used was 10.28psi. The flow restrictor yielded a flow rate of 7.95ml/hr, which is below specifications with a +/-15% tolerance. The pressure pot was performed on the flow restrictor again without the filter. The flow restrictor yielded a flow rate of 8.85ml/hr, which is within specifications with a +/-15% tolerance. Filters were visually inspected on microscope, no visual indicators of adhesive excess were found on the joints of the filters with the pvc tubing. Pump#7 the pump was filled with 0.9% of saline to the nominal value of 270ml. Infusion was verified and the flow accuracy test was performed. After 20.25 hours of testing, the pump yielded a flow rate of 9.56ml/hr, which is within specifications with a +/-15% tolerance. The pressure pot was performed on the flow restrictor with the filter. The average bladder pressure used was 10.28psi. The flow restrictor yielded a flow rate of 8.86ml/hr, which is within specifications with a +/-15% tolerance. Conclusion: the investigation summary concludes that for pumps #1,2,3,5 and 6 during the flow accuracy test, the pumps were below specifications. During pressure pot testing, the flow restrictor was below specifications using the average bladder pressure. The pressure pot was performed again without the filter and it was found to be within specifications. Pumps #4 and #7 during the flow accuracy test, were found to be within specifications. During pressure pot testing, the flow restrictor was within specifications using the average bladder pressure. The sample evaluation concluded that fast flow was not observed. As the device analysis cannot determine the root cause of the flow issue, we are unable to determine the cause of the reported event. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Manufacturer narrative:
(B)(4). Method: the devices were received for evaluation and investigation. A visual inspection was performed and photographic images were taken. A review of the device history record (DHR) was performed for the model and lot number received. Results: at this time the results are pending the completion of the evaluation and investigation which is currently in process. Per the DHR review the production lot met all manufacturing and quality specifications at release. Conclusion: a conclusion is not yet available as the investigation and evaluation of the product is still in progress. A follow-up report will be filed when the investigation has been completed. Information from this incident has been included in our product complaint trend reporting systems for monitoring, tracking and trending purposes.

Event description:
Please reference 2026095-2015-00307(b)(6,) & 2026095-2015-00309 (B)(6). Report 2 of 3: a foreign distributor reported acceleration of infusion. Further reported as "acceleration of the infusion; within 8 hours instead of 12 hours. Preparation conditions were followed. It happened 3 times. Therapeutic: acupan 80 mg in 160 ml of nacl." No report of adverse event nor medical intervention.